Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. Reported issue could not be reproduced during functional test and the unit was found to be working within specification. Calibration and subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the event is that the reported error message was generated by the user turning off the power of the hlm console before turning off the gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error on co2 channel during service. There was no report of patient injury.